Event description:
New information received notes that the patient's atrial lead was capped and replaced on (B)(6) 2021. The patient was stable.

Manufacturer narrative:
Correction: should have been included in previous report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic upon exhibiting near-syncopal episodes. Upon interrogation, it was revealed that the patient's right ventricular lead was failing to capture. X-ray revealed that the lead was dislodged. Programming changes were made. The patient was stable.